Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the could not be performed as there was no reported lot#. Based on the quality team's investigation, the root cause of this incident cannot be determined. Based on the verbatim, the neoflon pro product seem to be functioning as intended.

Event description:
It was reported that an unspecified number of neoflon pro 24ga 0.7mm od 19mm l were involved with patient(s) experiencing extravasation/infiltration during use. It has not been specified what medical intervention was applied as a result of this serious injury. The following information was provided by the initial reporter: the physician complaint is that since they start using neoflon pro, they have more venipuncture attempts, the product looks the same, but the technique of insertion is different. In the "old" neoflon you see blood on the catheter only when you start separate the catheter from the needle and in the neoflon pro you have blood visualization immediately and the catheter blood chamber is not filling completely as before and it take more time for the blood visualization in the blood chamber(only after separation vs the "old" neoflon that it happened immediately. The main issue as they say is the instaflush, they have more infiltration and extravasation.